Event description:
It was reported the patient is experiencing positional stimulation from his scs system. The patient does not wish to have any further system reprogramming that has been offered by sjm representative. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.